Event description:
It was reported the customer had a broken belt clip holster. Customer's mother also reported receiving several button error alarms. The customer's blood glucose was 357 mg/dl at the time of the incident. The mother declined to troubleshoot for her son's high blood glucose. Customer's blood glucose was 247 mg/dl at the time of the call. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Reference manufacturer report number: 2032227-2014-70034.